Event description:
(B)(6) clinical study. It was reported that acute myocardial infarction (ami) occurred and the patient died. In (B)(6) 2014, the patient was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the first right posterolateral (rpl) extending up to third rpl with 100% stenosis and was 36mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with direct placement of a 3.50 x 38mm (B)(6) stent with 0% residual stenosis. Six days later, staged procedure was performed, and staged procedure target lesion #1 was located in the coronary artery (l-av; cass site #23) with 90% stenosis and was 44 mm long with a reference vessel diameter of 3mm. The staged procedure target lesion #1 was treated with pre-dilation and placement of two study devices of size 2.75 x 24 mm and 3.00 x 20 mm (B)(6) stents. Following post dilatation, residual stenosis 0%. After two days, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2017, the subject was diagnosed with acute myocardial infarction (ami). No enzymes were withdrawn for analysis, 12 lead electrocardiogram was not performed, and the location of the mi was unidentifiable. No action was taken to treat the event of mi. On the following day, the patient died. The immediate cause of death was acute myocardial infarction.